Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant the proximal end of the right ventricular (rv) coil showed separation. Appeared to be stretched. The physician did not want to implant the lead with a potential defect/irregularity. It was noted that the lead was handled in the usual careful fashion. A different lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.